Manufacturer narrative:
From article "a complication-based lurning curve from 200 reverse shoulder arthroplasties", kempton lb, ankerson e, wiater m, clin orthop relat res, 469:2496-2504, 2011.postoperative dislocation: 1 open reduction with placement of 2 stacked 9-mm spacers.this is the final report submitted regarding this surgical event and medical device.

Event description:
Analysis of an article "a complication-based lurning curve from 200 reverse shoulder arthroplasties", kempton lb, ankerson e, wiater m, clin orthop relat res, 469:2496-2504, 2011.1 post-op dislocation treated by 1 open reduction with placement of 2 stacked 9-mm spacers